Manufacturer narrative:
Evaluation results: one cadd legacy 1 was returned for investigation in used condition. The customer reported product problem was replicated. The investigator noted that there was fluid ingressions on the pump by the chassis base of the occlusion sensor. The double beep that alarm that was heard while the cassette was attached was attributed to the fluid ingression. The downstream occlusion sensor was replaced as a result. The investigator concluded that there was no inherent fault with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the pump gave a double beep alarm even though the cassette was attached. No patient injury or complications were reported in relation to this event.